Manufacturer narrative:
Device evaluation results: sample receipt: two used keller funnels were received. Identification was assigned as (sid(B)(6) and (sid(B)(6) for each device sample received. Sample investigation: each sample was investigated per designated procedure. For each sample: a visual evaluation was performed. No damage was observed. Dried liquid residue (evidence of use) was observed on the funnel. Sample ID (B)(6) : a coating evaluation was performed. The analyst observed the interior surface to not be lubricious. Since lubricity was not observed, the expected result was not met. The exterior surface of the funnel was not observed to be lubricious, which meets the expected result. Since the interior surface of the funnel was not observed to be lubricious, a lubricity/ functional evaluation cannot be performed. Sample ID (B)(6) : a coating evaluation was performed. Portions of the interior surface were observed to be lubricious and other portions of the interior surface were observed to not be lubricious. Since consistent lubricity was not observed, the expected result was not met. The exterior surface of the funnel was not observed to be lubricious, which meets the expected result. Despite observations made during the coating evaluation, a functional/ lubricity evaluation was performed to identify if there is sufficient lubrication to pass an implant through the funnel. During the functional/ lubricity evaluation, the breast implant could not be passed through the funnel. Since the breast implant was unable to pass through the funnel, no further attempt to pass the implant through was performed. For each sample: the probable cause for the interior surface of the funnel to not be lubricious/sufficiently lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. No further evaluation is required. An investigation object was created to capture the investigation performed by formacoat. Investigation result: for each sample: the category/subcategory of mechanical issue - lubricity was verified based on the test results in the sample investigation. Conclusion sample ID (B)(6) : the category/subcategory of mechanical issue - lubricity is verified since the interior surface of the funnel was not observed to be lubricious during the coating evaluation. Sample ID (B)(6) : the category/subcategory of mechanical issue - lubricity is verified since the interior surface of the funnel was not observed to be sufficiently lubricious during the coating evaluation and since a breast implant could not be passed through the funnel during the functional/ lubricity evaluation. For each sample: the probable cause for the interior surface of the funnel to not be lubricious/sufficiently lubricious is unknown; however, a manufacturing error is suspected. Abbvie device quality assurance (dqa) was notified of the condition of the sample. No further evaluation is required. An investigation object was created to capture the investigation performed by formacoat.

Event description:
Healthcare professional reported "keller funnel that had no lubricant inside the funnel, the implant would not slide through." Surgery was completed with replacement device.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "keller funnel that had no lubricant inside the funnel, the implant would not slide through."

Event description:
Healthcare professional reported "keller funnel that had no lubricant inside the funnel, the implant would not slide through." Surgery was completed with replacement device.